Event description:
It was reported when using the bd pyxis medstation es system health sight viewer upload stopped. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the upload was stopped. The technical support specialist stopped data sync and applied ka 000007719 (medes retry - insert into tx. Storageitemtransaction) to resolve. The system functioned as intended after the technical support specialist troubleshot the device.